Event description:
The ge oec 9900 fluoroscopy system locked up and was corrected with a system re-boot.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the lock up issue was related to the on-going system recall issues. System lock-up is known and this system has had it occur only once in seven months. Recall letters were given to the customer, including known mitigation steps should the problem recur. System will be monitored for this failure until correction is instituted. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm reported as a result of the noted malfunction.